Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangio-pancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the attempt to crush the stone with an alliance ii inflation handle, the handle of the trapezoid rx lithotripter compatible basket broke and the tip did not break free. The basket was removed by compressing it within the common bile duct then removing it from the pt. The procedure was completed with a different device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (tip did not detach). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).